Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a frontal sinus balloon functional endoscopic sinus surgery (fess), an imprecision was observed multiple times during the procedure. It was noted that the patient was "bucking" during the procedure, resulting in the anesthesiologist holding the patient with force to maintain a steady state for the procedure. It was noted that the patient tracker would move on each patient movement occasion. The surgeon then re-registered after each occurrence and the procedure was completed. The imprecision was noted to be lateral and medial after each bucking occurrence. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.